Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01800 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (male patient (B) (6)). According to the complainant, a liver lesion at a depth of 10cm was being ablated. The electrode was advanced to the target lesion with a metal needleguide and a sheenman biopsy system. However, prior to performing the second ablation, a burn, 1cm in diameter, was noted on the patient's skin. After removing the electrode the insulation was found to be peeling off 3cm from the distal end. The procedure was cancelled and will be re-scheduled if the lesion requires further ablation. It is unknown how or if the burn was treated, however, the patient's condition following the event was reported as "no problem[s]."

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B) (4).